Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there are red flecks in the foam and packaging prior to opening.

Event description:
It was reported that there are red flecks in the foam and packaging prior to opening.

Manufacturer narrative:
Photos and samples were available for evaluation. Visual examination shows orange sport on the inside of the package lidding and on the orange dye on the backside of the foam tip. The stains inside the package came from orange dye on the back side of the foam tip. The failure mode of orange flecks/stains was confirmed by the photographs and sample received for analysis. The orange dye on the back side of the foam tip or on the lidding is not or foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly to the back side of the foam tip. The orange dye is acceptable per our visual standards of the back side of the foam tip. In the following steps of the process is the packaging and sterilization which may trickle small amounts of the dry orange powder dye on the backside of the foam tip onto the inside of the white lidding package; thus, resulting in small orange stains on the white lidding package. Also, the sterilization uses vapor (water), which in contact with the orange dye exaggerates and brings out the orange color intensity. The orange dye is used on the applicator as part of the design to color the solution upon activation by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty. The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert) as an inactive ingredient. Production record review was completed with lot 0121986 and no non-conformances were noted during the manufacturing of this lot. This is the only complaint that has been received for the reported defect and lot. The most probable root cause is excessive dye due to process variability. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below